Manufacturer narrative:
Per the end user, the ccm screen was found to be black and unresponsive. The end user could hear the fan inside the ccm and a blue light could be seen through the bottom vent holes. Replacing the cable on the base to the network interface card (nic) board did not resolve the issue and was met with a 'no system computer' message after being unplugged. The field service representative (fsr) replaced the ccm. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display screen was blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The pst observed that the ccm did not show any screen output upon arrival. Using a flashlight, information on the screen could be perceived. Inside the ccm, the voltage supply to the inverter and the enable voltage were both verified. A test fixture was used to allow pins 11, 12 and 9 to be disconnected. After making some observations with the fixture, the screens backlight began to function again. The backlight continued to function after the monitor's inverter cable was reinstalled. Per data log review: the system was left powered on and on (B)(6) 2023 at around 7:35 am the system was power cycled. At 7:38:24 am a perfusion screen was opened indicating the ccm display was functional. The arterial pump was started, ran and stopped from the local interface (not the ccm), but then the system was power cycled at 7:41:10 am. No buttons were pressed indicating a possible issue with the ccm display or touchscreen. The system was power cycled again at 7:54:35 am. The system was power cycled several more times but no buttons were ever pressed. It was possible but cannot be confirmed through the logs that the display was off preventing touches. The service repair technician (srt) replaced the liquid crystal display (lcd). The unit operated to the manufacturer's specifications.